Event description:
On (B)(6) 2014, the patient underwent endovascular repair of a descending thoracic aorta using a conformable gore® tag® thoracic endoprosthesis ((B)(4)). It was reported that before the procedure, cerebrospinal fluid drain was performed to prevent spinal cord ischemia. The procedure concluded without issues. When the patient awake from the anesthesia, he presented with paraplegia. On (B)(6) 2014, a slight recovery in his ankle movement was confirmed. The patient is currently under rehabilitation treatment.

Manufacturer narrative:
Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). A review of the manufacturing records for the device verified that the lot met all pre-release specifications.